Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was connected to an electrode and successfully implanted in the patient. While automatic setup was being performed, the s-ICD exhibited a high out of range shock impedance measurement of 400 ohms. The pocket was reopened and the s-ICD was cleaned and reconnected to the electrode multiple times but with the same observation occurring. The s-ICD was connected to a separate electrode outside of the patient and there were no issues observed. During attempts to reconnect the s-ICD to the already implanted electrode, high impedances were continuing to occur as well as undersensing. The s-ICD was eventually explanted from the patient and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was connected to an electrode and successfully implanted in the patient. While automatic setup was being performed, the s-ICD exhibited a high out of range shock impedance measurement of 400 ohms. The pocket was reopened and the s-ICD was cleaned and reconnected to the electrode multiple times but with the same observation occurring. The s-ICD was connected to a separate electrode outside of the patient and there were no issues observed. During attempts to reconnect the s-ICD to the already implanted electrode, high impedances were continuing to occur as well as undersensing. The s-ICD was eventually explanted from the patient and is no longer in service. No additional adverse patient effects were reported.